Manufacturer narrative:
H10: of the six reported malfunctions, one was reassessed for reportability and determined to be reportable as a death, and was reported under emdrs. Further, the product catalog number of 1 device was updated to rf310f. H10: of the five malfunctions one was reassessed to have also experienced 1528 retrieval difficulties, and is inconclusive as no objective evidence was provided for review. Of the five malfunctions one was reassessed to have also experienced 3009 unintended movement; medical records and images were received for this malfunction and the investigation is confirmed for perforation and positioning issue but is inconclusive for migration. Of the three remaining malfunctions, the devices, medical records, and lot numbers were not returned to the manufacturer for inspection/evaluation, therefore, the investigation for the three malfunctions is inconclusive. The definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunction events. A review of the events indicated that model unknown g2 vena cava filter allegedly migrated and perforated. These reports were received from various sources. Of the five events, five involved patients with no reported patient injury. One patient was reported as a 24 year old male weighing 213 pounds. The age, weight and gender of the other patients was not provided.

Manufacturer narrative:
H10: of the six reported malfunctions, one was reassessed for reportability and determined to be reportable as a death, and was reported under emdrs 2020394-2019-04113. Two were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2021-80467 and 2020394-2021-80232. H10: of the three malfunctions, the product catalog number of two devices were updated to rf310f and rf320j. H10: of the reported three malfunctions, lot number was provided for one malfunction and the lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for two malfunctions and image was provided for one malfunction. For one malfunction the investigation is inconclusive for reported migration and perforation, for another malfunction it is confirmed for perforation and positioning issue, and inconclusive for migration and for the remaining malfunction it is confirmed for perforation and migration, additionally it was determined to have and also confirmed for a150207 - difficult to remove. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model unknown g2 vena cava filter allegedly experienced migration and perforation. This information was received from various sources. All three malfunctions involved patient with no patient consequences. Of the three patients, a 60 years old female patient weighs 200 lbs and a 24 years old male patient weighs 213 lbs. The other patient details were not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model unknown g2 vena cava filter allegedly experienced migration and perforation. This information was received from various sources. All three malfunctions involved patient with no patient consequences. Of the three patients, a 60 years old female patient weighs 200 lbs and a 24 years old male patient weighs 213 lbs. The other patient details were not provided.

Manufacturer narrative:
H10: the g3 date of the previous supplemental report was incorrectly selected as 6/30/2020. The correct date should have been 6/20/2021. H10: of the six reported malfunctions, one was reassessed for reportability and determined to be reportable as a death, and was reported under emdrs 2020394-2019-04113. Two were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2021-80467 and 2020394-2021-80232. H10: of the three malfunctions, the product catalog number of two devices were updated to rf310f and rf320j. H10: of the reported three malfunctions, lot number was provided for one malfunction and the lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for two malfunctions and image was provided for one malfunction. For one malfunction the investigation is inconclusive for reported migration and perforation, for another malfunction it is confirmed for perforation and positioning issue, and inconclusive for migration and for the remaining malfunction it is confirmed for perforation and migration, additionally it was determined to have and also confirmed for a150207 - difficult to remove. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the six reported malfunctions, one malfunction further identified difficult to remove. Further, for the six reported events, the samples were not returned to the manufacturer for inspection/evaluation. As the lot numbers for six devices were not provided, a manufacturing review could not be performed. Therefore, the investigation for the six malfunctions is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunction events. A review of the events indicated that model unknown g2 vena cava filter allegedly migrated and perforated. These reports were received from various sources. Of the six events, six involved patients with no reported patient injury. The patients' age, weight and gender were not provided.

Manufacturer narrative:
H10: of the six reported malfunctions, one was reassessed for reportability and determined to be reportable as a death, and was reported under emdrs 2020394-2019-04113. H10: of the five malfunctions, the product catalog number of two devices were updated to rf310f and rf320j. H10: of the five malfunctions, one lot number was provided and a lot history review was performed. Medical records were provided for two malfunctions and images were provided for one malfunction. For one malfunction, 1528 difficult to remove was coded additionally and the investigation is confirmed for alleged filter migration, perforation of the inferior vena cava, and retrieval difficulties. For one malfunction, 3009 positioning issue was added additionally and the investigation is confirmed for filter limb perforation of the ivc wall and positioning issue. However, the investigation is inconclusive for filter migration. For the three remaining malfunctions, the investigation is inconclusive for perforation of ivc and filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model unknown g2 vena cava filter allegedly migrated and perforated. These reports were received from various sources. Of the five malfunctions, five patients involved with no reported patient injury. One male and one female patients were reported. Two patients ages were reported ranged from 24 to 60 years and two patients weight were reported ranged from 200 to 213 pounds. The age, weight and gender of the other patients were not provided.

Event description:
This report summarizes five malfunction events. A review of the events indicated that model unknown g2 vena cava filter allegedly migrated and perforated. These reports were received from various sources. Of the five events, five involved patients with no reported patient injury. One patient was reported as a 24 year old male weighing 213 pounds. The age, weight and gender of the other patients was not provided.

Manufacturer narrative:
Of the six reported malfunctions, one was reassessed for reportability and determined to be reportable as a death, and was reported under emdrs 2020394-2019-00421. Further, the product catalog number of 1 device was updated to rf310f. Of the five malfunctions one was reassessed to have also experienced 1528 retrieval difficulties, and is inconclusive for migration, perforation, and retrieval difficulties. Of the five malfunctions one was reassessed to have also experienced 3009 unintended movement; medical images were received for this malfunction therefore the investigation is currently ongoing. Of the three remaining malfunctions, the devices, medical records, and lot numbers were not returned to the manufacturer for inspection/evaluation, therefore, the investigation for the four malfunctions is inconclusive.

Manufacturer narrative:
For the six reported events, the samples were not returned to the manufacturer for inspection/evaluation. As the lot numbers for six devices were not provided, a manufacturing review could not be performed. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The devices were labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunction events. A review of the events indicated that model unknown g2 vena cava filter allegedly migrated and perforated. These reports were received from various sources. Of the six events, six involved patients with no reported patient injury. The patients' age, weight and gender were not provided.